Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of dilaudid at 0.481 mg/day via an implantable pump. It was reported the patient was non-compliant and last had their pump refilled in (B)(6) 2019. The patient had missed multiple appointments since that time. The patient wanted to have their pump removed for an unknown reason. A couple days earlier, relative to (B)(6) 2020, the patient was seen in the clinic and wanted their pump refilled. However, the patient had taken some xanax and was reportedly "drugged out," so the healthcare provider did not refill the pump. It was reported the patient was currently in the hospital for unknown reasons. The pump status had not been checked. Troubleshooting considerations were reviewed and the rep was redirected to contact the managing healthcare provider. Additional information was received from the rep on 2020-03-25. It was reported that the patient missed ¿multiple¿ refill appointments. It was not thought that the pump went empty. No further action is planned until the patient is released from the hospital. The patient was not in the hospital due to the device/therapy, it was for type a flu. It was unknown how the patient was doing at this time. There were no further complications reported/anticipated.